Manufacturer narrative:
This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient experienced pain and discomfort due to a broken screw in the glenoid. Surgeon is continuing observation. This event report was received through clinical data collection activities.